Event description:
Voluntary medwatch received states that the left ventricle (lv) lead exhibited product performance issue. The lv lead was capped. No additional adverse patient effects were reported.